Event description:
Mako offset reamer shaft screws stripped and fell out disrupting the structural integrity of the part. Case type / application: tha 4.1.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.